Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.6b, h.6.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii." Healthcare professional later reported "malposition" via operative report. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture/malposition was received on march 14, 2025. With lot number 3420106. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. As per the investigation procedure, crease/deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii." Healthcare professional later reported "malposition" via operative report. The device has been explanted.